Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3 b5: updated event description b6 d11: added therapy date h11 corrected data: b5, d11: corrected concomitant devices device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
+It was reported that during the insertion of a femoral recon nail (frn) on (B)(6) 2020, when the surgeon took the driving cap off to take an x-ray, he realized that he needed to insert the device just a few more millimeters so he started to put the driving cap back in and was able to strike the nail and driving cap a few times before the cap hit the floor accidentally so it was never inspected for breakage. There were no fragments generated from the broken device. The nail was in the perfect spot and the surgeon was satisfied with the location of the nail. The issue was not identified until (B)(6) 2020 when the set was opened to get a few wires for another case and it was discovered that the tip of a driving cap was actually broken off inside the insertion handle. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: frn radiolucent insertion handle (part # 03.033.001, lot # unknown, quantity 1), unk - impaction instruments: hammer/mallet: trauma (part # 03.033.001, lot # unknown, quantity 1), unk-nails: femoral (part # 03.033.001, lot # unknown, quantity 1),

Manufacturer narrative:
Additional narrative: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, after a femoral recon nail (frn) insertion the surgeon accidentally dropped the driving cap. The surgeon stated that he was unable to inspect the device for breakage before it was dropped. The issue was discovered when the set was opened on (B)(6) 2020 to get a few wires for another case and it was identified that the tip of the threaded driving cap was broken inside the insertion handle. The procedure was successfully completed without surgical delay. There was no patient consequence reported. Concomitant device reported: radiolucent insertion handle frn (part # 03.033.001, lot unknown, quantity 1), guide/compression/k-wires (part number unknown, lot unknown, quantity unknown). This report involves one (1) driving cap/threaded. This is report 1 of 1 for (B)(4).